Event description:
It was reported that the customer had battery out limit and a20 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting for battery out limit was performed. The customer was assisted with reprograming time/date and advised that we will sent a replacement battery cap. The customer stated that he also received a20 alarm. The customer said that alarm did not occur during the rewind/prime sequence. The customer was assisted in performing a self test and test passed. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.